Event description:
It was reported that intermittent atrial undersensing was noted when the patient rate dropped to around 45 bpm. The patient was not symptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.